Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon pump was placed on a patient when sensor failure alarm sounded. The physician op note states, that an intraoperative balloon pump was then placed up the left femoral access site and positioned in the upper portion of the descending thoracic aorta. However, upon balloon pump initiation, there appeared to be a communication issue with the balloon pump console, and we could never record pressures off the balloon pump console. We were able to observe pressures however off the arterial access alone. The balloon pump was placed on standby and the patient's blood pressure appeared to be stable. The guiding catheter was then removed. The balloon pump wire was placed back through the balloon pump. The balloon pump was then pulled back and the perclosure sutures were secured down with good hemostasis in the left femoral access site.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because rep stated that this was a failure within the catheter and not an issue with the machine itself. The fse also states that the customer is not able to provide the serial number or any other information due to the facility having multiple units and there is no way to know. If information is received, we will reopen and update the complaint.